Event description:
Four (4) months after heartware lvad implantation, the patient experienced a change of power source in the controller earlier than expected, the event occurred with two of the batteries. The patient also reported an event in which the controller switched off completely, the ¿no power¿ alarm was heard for seconds and the controller worked normally after the alarm stopped. The batteries and controller were exchanged. No harm or injury to the patient was reported.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of all the devices revealed no signs of physical damage or contamination. Functional analysis of the batteries revealed that two ((B)(4)) of the three returned batteries revealed a faulty cell pair; however, the "poor connection" event could not be confirmed or replicated during functional testing. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00225 and 00226) submitted for devices related to the same event.